Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 83 mg/dl. Customer stated the pump alarmed after battery change. Customer stated that battery out limit during normal use may indicate loose battery cap. The customer was advised that we will send a replacement battery cap. Customer was advised to monitor pump.